Event description:
It was reported that a patient using an ilet bionic pancreas with dexcom g7 experienced a sensor pairing failure after the last g7 sensor failed to connect, resulting in manual blood glucose entry into the ilet (221 mg/dl) and use of bg run mode for continued therapy. Symptoms included hyperglycemia. Outcomes included continued insulin delivery via ilet as long as no dosing stop message appeared, with education provided on manual glucose entry workflow and guidance to contact the care team for backup therapy until replacement sensors arrive. Investigation included troubleshooting and user education on accessing the glucose entry menu and confirming dosing status. Investigation of this case revealed a dexcom g7 pairing failure without a responsible device identified, with limited troubleshooting because the sensor had already been removed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further information.